Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose displayed "high" on the cgm graph. Customer reported nausea and vomiting occurred due to elevated blood glucose. Elevated blood glucose was addressed with a manual injection. Customer changed pump supplies to address the issue and resumed insulin delivery.